Manufacturer narrative:
Analysis of the pump found that there was a lab failure with high resistance in the pump battery and that there was corrosion/we ar/lubrication on the gear train of the pump motor and there was a stall due to shaft bearing. (B)(4). The code will be updated when additional information is received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and was returned for analysis. The patient was receiving compounded baclofen via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal hydromorphone and bupivacaine via the implanted pump. The reason for explant was clarified as the pump was approaching the elective replacement indicator (eri) and it was an elective replacement. The patient's weight at the time of the event was (B)(6) kg. No further complications were reported/anticipated or expected.